Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aorta aneurysm approx one month ago. It was reported that the aortic neck was severely angulated, 80 degree. There is severe tortuosity and severe calcification in the iliac arteries. It was reported that the bifurcated stent graft was implanted however during the removal of the stent graft the nose code was hitting an apex of the suprarenal stent. The physician pulled the floppy wire back however the nose cone still was hitting against the apex. The physician advanced the delivery catheter into the thoracic aorta to reset the device and the delivery catheter was removed without incident. An angiogram revealed that there was a proximal type 1 endoleak. An endurant aortic cuff was implanted proximally, (ref MFR 2953200-2011-01798) and the physician had difficulties removing the nose cone, the same technique for removal of the device as before was done and was able to be remove without incident. There was still a slight type I endoleak in the proximal portion of the aortic neck, after ballooning, but did not appear to go feeding the aneurysm. No additional clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (aortic neck was severely angulated, 80 degree, severe tortuosity and severe calcification).